Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; underweight, extended opening, fold creases. A microscopic analysis was performed which identified; wear abrasion, stress marks, an extended sharp opening on radius in the same location of crease, an extended smooth opening on radius. Based on the device analysis the final assessment is: - a crease sharp opening assessed as fold flaw opening. - a smooth opening.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "breast swelling" and "capsule was significantly calcified and thickened." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "breast swelling" and "capsule was significantly calcified and thickened." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "breast swelling" and "capsule was significantly calcified and thickened." Device has been explanted and replaced.